Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors had damage to the shaft insulation. The procedure was completed with no reported injury. The monopolar curved scissors (mcs) tip cover was an incidental return included with the related complaint physical damage to the insulation of the instrument. No allegation was made against this product, mcs tip cover. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover with no reported issue and completed the device evaluation. The tip cover was an incidental return and returned with the monopolar curved scissors. Failure analysis (fa) noted the tip cover was found to have tearing at the mouth. The tear resulted in a missing piece approximately 0.53" x 0.06" in size. There are no signs of thermal damage present at the end of any tears. Tears at the mouth of the tip cover are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn tip cover is attributed to a component failure. Isi also received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis noted the instrument tube extension exhibited signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.029¿ x 0.075¿. The root cause is typically attributed to user mishandling, such as excessive contact with abrasive or hard surfaces during transport of reprocessing, or during tip cover installation/removal. A review of the site¿s complaint history has been performed and identified one additional complaint that was generated to document the initial report of this event. No image or procedure video was provided for review. A review of the system logs for the event date of (B)(6) 2021 has been performed by an intuitive surgical, inc. (Isi) post market surveillance specialist and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: the monopolar curved scissors (mcs) tip cover accessory was returned with the monopolar curved scissors. No allegation was made against the tip cover accessory, however failure analysis identified a tearing at the mouth. The tear resulted in a missing piece approximately 0.53" x 0.06" in size. There are no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause of tears/torn tip cover is attributed to a component failure. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.